Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for nondeployment device pullout as the device was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could not have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: january 2025. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "the patient was in or having an angiogram with treatment. After the procedure, the fellow was deploying the angio seal to close the puncture site in the artery when the plug failed to deploy. Nothing was left in the patient, and pressure was applied to the groin site for 15 minutes to stop bleeding."